Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have had a loss of therapeutic effect where the interstim therapy is not helping them and they go pee all over the place. Patient stated this has been happening for a long time. A couple days ago patient used their  programmer to adjust settings and increased amplitude up to 8.5 and is not feeling stimulation sensation or getting improvement to symptoms. Patient reported no recent falls. Patient stated they were in the hospital for 27 days in july and they did procedures and scans of the lungs and patient did not think to turn the interstim off. The patient was redirected to their healthcare provider to further address the issue. No further patient complications are anticipated or expected as a result of this event.